Event description:
It was reported that a m.blue plus (#fx819t) was implanted during a procedure on (B)(6) 2022. According to the complainant, the progav 2.0 valve (part of m.blue plus) caused an overdrainage. The patient underwent a revision procedure of the differntial pressure unit. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 21 years, height: 165 cm, weight: 63 kg, gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, visible dry blood residues on the valves was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the horizontal position. An accelerated outflow could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Result: in advance, we would like to point out that the product sent in was not submerged in liquid at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Despite this, we have examined the valve. Based on our investigation results, we can determine an accelerated outflow in the valve. The determined deposits can be named as the cause for the deviation of outflow. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. A defect at the time of release can be excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.